Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pelvic area') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and cervical spinal stenosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, migraine, abdominal pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007. Insertion details- right- 9 coil and left 1 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs+mr received- lot number were added, new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, migraines / headaches were added. Event psychological trauma updated to depression. Outcome of pelvic pain updated to recovering / resolving. New reporter, patient information, lab data, medical history, treatment and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pelvic area') in an adult female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, cervical spinal stenosis, c-section and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) of 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal), depression ("psych injury/ psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, migraine, abdominal pain, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007 & (B)(6) 2007. Insertion details- right- 9 coil and left 1 coils visulized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Lot number: 622312 manufacture date: 2007-01 expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: event dysmenorrhea was added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pelvic area') in an adult female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, cervical spinal stenosis, c-section and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6)2007, the patient had essure (ess205) inserted. In(B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the migraine, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion:- (B)(6) 2007 & (B)(6) 2007. Insertion details- right- 9 coil and left 1 coils visualized received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Imaging procedure. On (B)(6) 2007: bilateral occlusion. Lot number: 622312 manufacture date: 2007-01. Expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of event : "physical pain/pelvic pain/ pelvic area , general abnormal bleed, abdominal pain, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal)" updated as recovered a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pelvic area') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and cervical spinal stenosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, migraine, abdominal pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion:- (B)(6) 2007. Insertion details- right- 9 coil and left 1 coils visulized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Lot number: 622312 manufacture date: 2007-01 expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.